Event description:
Adverse event(s): "no info provided" (no info). Product problem(s): "unable to perform energy check (calibration issue). A technician reports they were unable to an energy check. The system was down for 3 days. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).